Event description:
It was reported post scs trial lead insertion, the patient experienced a severe headache. No blood patch was performed and the headache resolved. Further follow-up indicated, the headache returned and the patient vomited. The patient was taken to the emergency room and an infection was suspected. The lead was removed. The infection was found at the suture and at the needle stick. A culture was not taken. The patient was treated with intravenous antibiotics. The patient is recovering well from the infection.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history records reviewed were found to meet specifications and no anomalies were found. Conclusion; the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.